Event description:
The physician reported that early battery depletion of the subject device occurred.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191203 - file-2019-03088_analysis_and_closure_report_resp-2019-01729.pdf]

Event description:
The physician reported that early battery depletion of the subject device occurred.